Event description:
On (B)(6) 2013 gamma3 surgery was performed. After that, the nail breakage was found on (B)(6) 2014. Then revision surgery was performed on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidence of the breakage surfaces the nail broke in a fatigue fracture due to overload, contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill.

Event description:
On (B)(6) 2013 gamma3 surgery was performed. After that, the nail breakage was found on (B)(6) /2014. Then revision surgery was performed on (B)(6) 2014.